Event description:
The plaintiff was implanted with an ams sparc sling on (B)(6) 2005, to treat sui (stress urinary incontinence). It was alleged by the plaintiff's attorney that as a result of having the ams product implanted in her, the plaintiff experienced significant mental and physical pain and suffering, has sustained permanent bodily injury, will likely undergo further corrective surgery." It was also alleged that the plaintiff experienced mental anguish, emotional distress, disfigurement, disability, and loss of enjoyment of life.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.